Event description:
Immediately after the pd treatment the patient alleges a hole was found on the top of the patient connection. Fluid had leaked onto the floor. The patient suffered no adverse effect and did not require medical intervention. MFR is waiting for the sample return.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The sample is said to be available but has not been received by the MFR to date. A follow up MDR will be submitted if the actual sample is received.